Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening assessed as a surgical impact opening (shell thickness whiting to spec). Additional observations: stress mark observed on the device and a 40 mm dark patch edge material inside gel device.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.